Event description:
As reported, galaflex mesh was used in the procedure of implant exchange with mastopexy. It was reported that post implant the patient developed potential infection, redness, and dehiscence on breast in a few locations (side is not confirmed). The surgeon has just been debriding the areas of concern when mesh is visible. It was also reported that the "surgeon and patient feel it was the galaflex that cause the reported issue".

Manufacturer narrative:
As reported, post implant of galaflex mesh, patient had redness, potential infection and wound dehiscence at the closure site. Based on the information provided, no conclusions can be made. Infection and wound dehiscence are known inherent risk of the surgery/use and are listed in the adverse reactions section of the instructions-for-use supplied with the device, as possible complications. In regards to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2023) and date of implant ((B)(6) 2023) are considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - remains implanted.